Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2010 patient underwent an l5-s1 anterior lumbar decompression interbody fusion as well as a posterior lumbar fusion in which he tolerated well with no reported complications. On (B)(6) 2010 patient presented for a x-ray of femur which indicated "bullet seen anterior to the femoral neck no fracture or dislocation, intact joint and osseous structures with satisfactory alignment and posterior lumbar fixation hardware is partially imaged. X-ray of the lumbar spine reveals "redemonstration of posterior fixation at l5-s1 with paired rods and pedicle screws and intervertebral bone plug is noted at l5-s1" on (B)(6) 2010 patient underwent CT of pelvis which revealed no intra-abdominal abscess.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.